Event description:
It was reported that the pt underwent a sling procedure in 2003. A few days post operatively, the pt reported urinary retention. A urinary tract infection was diagnosed and the pt was found to have a 200 ml residual urine in the bladder. The pt was treated with antibiotics. The infection resolved. The pt still complained of retention and approx four weeks post operatively, the tape was released surgically. Pt still complained of retention but responded to drug therapy.